Event description:
Journal reference: azulay j-p, witjas t, regis j, et al. [Effect of subthalamic nucleus stimulation on addictive behaviors in parkinsons disease]. Rev neurol (paris). 2007; 163 (1): 1s41-1s43. The article describes the preliminary results of a study involving 9 patients being treated with deep brain stimulation (dbs) of the stn for symptoms related to parkinsons disease. The focus of the study was to evaluate addictive behaviors before and then after stimulation surgery. Patient side effects were included in the article. One patient experienced depression six months post stimulator implant.